Event description:
It was reported that the sensing integrity counter was high, which is indicative of oversensing, and artifacts in the egm were visible. Due to difficulties with removal, the physician capped only the lead ends. The lead was replaced. No patient complications have been reported as a result of this event, and the patient outcome was reported to be fine following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; proximal segment returned and analyzed. An abrasion was found on the outer insulation, and blood/body fluid was present on the outer tubing overlay. It was noted that it was not possible to determine where the anchoring sleeve was tied.